Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the report that the pc unit had rubber sticking out was confirmed through a review of the provided photos, however the issue could not be tested. Inspection and testing could not be performed as no device was returned for investigation. The customer only provided photos showing a pc unit with a section of the blue silicone tubing protruding from the top and a tampered manufacturer seal. A review of the suspect device event and error logs could not be performed as no device was returned, and no logs were provided to bd for investigation. The bd alaris user manual (v12.3.2) states not to use a device with any damage. Send to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause that the pc unit had rubber sticking out was not determined as no device was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the pcu had rubber sticking out from the unit. There was no patient involvement.